Manufacturer narrative:
H10/11: narrative/corrected data - gore is unable to determine which gore® excluder® aaa endoprosthesis was involved in this event. Plc231200/18144849 will also be included in this report.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak and aneurysm rupture. See also mfg report# 3013164176-2020-00034 for ceb231210a lot# 18595633 UDI (B)(4).

Event description:
On an unknown date in (B)(6) 2019, the patient was implanted with a gore® excluder® iliac branch endoprosthesis and two gore® excluder® aaa endoprostheses to treat an aortic aneurysm in the right internal iliac. The patient reported emergently on (B)(6) 2019, with a contained iliac rupture. The rupture was caused by a disconnect between the gore® excluder® iliac branch endoprosthesis and one of the gore® excluder® aaa endoprostheses. A plc271400 was used to reline the area of the disconnect. The patient tolerated the procedure.